Event description:
It was observed that during the device evaluation, the subject device exhibited transducer socket was cracked. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the transducer socket is cracked. The likely cause of this malfunction has not been established. Therefore, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.